Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated accutni results generated by the unicel dxi 800 access immunoassay system for one patient. Customer tested a patient sample for accutni and obtained a result of 0.94ng/ml. When tested at a later time, the sample gave a result of 0.25ng/ml. The erroneous result was reported outside the laboratory. The customer did not report patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
The specimens were drawn in bd pst tubes and were spun at 5000 rpm for 10 minutes. Per customer, system check is run every 10 days and no failures were reported. Qc is run 5 times daily. Data supplied shows qc was recovering within expected ranges on the day of the event. Service was declined by customer as they were not suspecting hardware at the time of call into hotline. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.